Event description:
Over the last six months, there have been 6 instances where the machine did not allow the users to access anything such as medical equipment and medication which were needed to treat pts. No pts have been harmed yet, but the rptr is concerned that harm could develop in the future.